Event description:
Flow rate too fast, the pump infused in 6.76 ml/hr instead of 5ml/hr.

Manufacturer narrative:
I-flow received one partially full pump for evaluation and investigation. The pump contained approximately 75ml of liquid, so the pump did not infuse the full volume. A measurement of flow rate would not be accurate with the volume remaining. In addition, during the flow rate testing, a leak was identified from the fill port of this pump. This loss of liquid could also be misconstrued as a faster flow rate. No confirmation of the reported flow rate could be made due to the condition of the pump received. A review of the lot history found this to be the only complaint received for this lot.